Event description:
The customer contacted stryker to report the rear case of their is damaged causing a battery pin to be pushed in. In this state the device may be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Investigation found a battery pin was pushed inside the device. The rear case was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.